Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter was getting a button error alarm on the insulin pump. Customer was attempting to enter her carbs into the pump but the numbers on the screen continued to scroll up. Customer removed and replaced the battery in an attempt to reset the pump. Customer then received a button error alarm. Customer was sweating a lot due to the hot weather and she stated that she wore the pump close to her body. Customer was currently on vacation in (B)(6). Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not need the pump replaced out since she already has a new pump. Customer just needs assistance programming the pump.